Event description:
Pt reported an adverse event to the FDA in april 2004. Pt had a pip joint replacement implant procedure performed by 2002. According to the pts own report, increased pain and stiffness was experienced. After 3 monts there was no improvement so a second surgery was performed in march 2002 to remove excess scar tissue. Sometime after the second procedure was performed the pt began to experience numbness in left index finger and stiffness had not improved. Pt sought out care from another orthopedic surgeon. In dec 2003 the pt had undergone a volar release and removal of scar tissue. The device was not explanted and as of the date of this date of this reports remains implanted. At the time of the third procedure the surgeon felt the device was functioning properly and in proper alignment. He did some testing on pt's hand and said he thought they had carpal tunnel syndrome and should see neurologist, they didn't have numbness in their hand before the second surgery. Pt arranged to see a neurologist in 2003. He conducted an emg. Carpal tunnel is confirmed.